Manufacturer narrative:
The ipg passed all tests performed.

Event description:
A report was received that the patient was unable to charge the ipg. The patient underwent an ipg replacement procedure. Malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was unable to charge the ipg. The patient underwent an ipg replacement procedure. Malfunction was suspected. The patient was doing well postoperatively.